Event description:
The following information was reported: the physician noted a small hematoma following a mynxgrip deployment, requiring a few minutes of adjunctive compression. No sales representative was present during this case. The hematoma occurred during the week of (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
On (B)(4) 2014, the aci distributor reported the following additional information: the patient underwent a peripheral procedure. Mynxgrip (6f/7f) vascular closure device was used to close the access site. The stick location was at the common femoral artery and the vessel size was noted to be >5 mm. The hematoma was noted as <6 cm in size. The duration of the manual compression was >15 minutes. The patient was not hospitalized.

Manufacturer narrative:
Based on the new information received, other serious is being removed and required intervention to prevent permanent impairment/damage is being added.